Event description:
The patient presented to the hospital for rv lead reposition, due to high thresholds and low r wave measurements. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.